Event description:
It was reported that via remote transmission, non-sustained rv oversensing due to possible myopotential oversensing was observed. Programming changes and further evaluation were recommended. Patients condition was stable.

Manufacturer narrative:
.